Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated total bilirubin (bili total), creatinine and glucose results generated on the alinity c analyzer on multiple patients. The following results were provided ((B)(6) 2023): sid, assay, initial / repeat. (B)(6) - bili total, 11.5 / 7 umol/l; (B)(6) - bili total, 6.6 / 3.9 umol/l; (B)(6) - bili total, 13.6 / 8.8 umol/l; (B)(6) - bili total, 5.5 / 3.6 umol/l; (B)(6) - bili total, 12.9 / 9 umol/l; (B)(6) - bili total, 10.8 / 6.7 umol/l; (B)(6) - glucose, 9.68 / 5.42 umol/l; (B)(6) - glucose, 6.26 / 3.84 mmol/l; (B)(6) - glucose, 6.88 / 4.06 mmol/l; (B)(6) - creatinine, 182.24 / 96.4 umol/l; (B)(6) - creatinine, 184.39 / 113 umol/l; (B)(6) - creatinine, 177.05 / 111.7 umol/l no impact to patient management was reported.

Event description:
The customer reported falsely elevated total bilirubin (bili total), creatinine and glucose results generated on the alinity c analyzer on multiple patients. The following results were provided (11jul2023): sid assay initial / repeat (B)(6) - bili total 11.5 / 7 umol/l. (B)(6) - bili total 6.6 / 3.9 umol/l. (B)(6) - bili total 13.6 / 8.8 umol/l. (B)(6) - bili total 5.5 / 3.6 umol/l. (B)(6) - bili total 12.9 / 9 umol/l. (B)(6) - bili total 10.8 / 6.7 umol/l. (B)(6) - glucose 9.68 / 5.42 umol/l. (B)(6) - glucose 6.26 / 3.84 mmol/l. (B)(6) - glucose 6.88 / 4.06 mmol/l. (B)(6) - creatinine 182.24 / 96.4 umol/l. (B)(6) - creatinine 184.39 / 113 umol/l. (B)(6) - creatinine 177.05 / 111.7 umol/l no impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system were performed. Return testing was not completed as returns were not available. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the site visit by the fse. The alinity systems operations manual addresses sample results observed problems for erratic results. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiencies were identified.